Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient had a drainage catheter in place for approximately 3 months due to ureter blockage. The patient came in for a routine exchange, and the catheter was noted to be broken at the hub. Another device was placed with no harm to the patient.